Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. The service engineer adjusted all the pneumatic and electrical connections. The ventilator passed self-testing.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.